Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows partial view of three drainage catheter in which the thread was noted in the distal tip of the catheter in two devices. The trocar needle was noted to be protruding from the catheter tip for all the three devices. Though, the trocar needle tip was noted to be protruding in the photo, it is not sufficient to determine whether the device meet specification and the issue cannot be verified without physical samples. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported length of trocar needle is longer than catheter issue for all the three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided cyst percutaneous transhepatic cholangial drainage (ptcd) procedure using the navarre opti drain catheter. Prior to the procedure, it was reported that the length of the trocar needle was significantly longer than the catheter. The procedure was completed using another device. There was no patient contact.